Event description:
Boston scientific crm received information that during the routine device replacement procedure, the setscrews of this implantable cardioverter defibrillator could not be loosened; therefore, the right ventricular defibrillation lead could not be disconnected. The lead had to be cut in order to be removed. The device and lead were removed, replaced, and returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The is-1 lead segment only was received. The lead portion was returned severed 43mm from the terminal pin. Visual inspection noted deformed conductor coils and torn and punctured insulation 22-23mm from the terminal pin. This type of damage is indicated that the lead was grabbed here by some type of tool. Also at this location was a 45 degree bend in the lead. Analysis confirmed that the lead had been cut upon removal.